Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was loose and sticking out from the side of the pump. Their blood glucose was unknown. They mentioned that the pump was out of warranty. The insulin pump will not be returning for analysis.